Event description:
The reporter called alleged a discrepant result when compared to the lab on three dates. The reported device result was 5.0 inr in 2005, 7.3 inr six days later and 5.6 inr in 2006. The corresponding lab results reported were 3.8 and 4.8 inr, with the last comparison reported as 33% difference. The strip lot number from the 2005 comparisons was not provided. The device user self medicates and held her coumadin. The device was replaced and requested to be returned for eval.